Event description:
It was reported that a tm-500 has retropulsed back into the spinal canal: surgical case on (B)(6) 2011 at (B)(6) went well with no indication of problem or incident. Pt present to surgeon ((B)(6)) weeks later with thigh pain. Pt was imaged with MRI and then treated with steroids. Pts did well for awhile but still had issues. Pt was referred to (B)(6) for his opinion and he recommended the removal cage. Revision case scheduled for (B)(6) 2012 at (B)(6) was cancelled and rescheduled for (B)(6) 2012 at (B)(6).

Manufacturer narrative:
Investigation in process.